Event description:
Additional information indicated the device was interrogated and normal impedance measurements were found. A shock was delivered which also resulted in normal impedance measurements. The rep indicated he could not recreate the oor measurement and the physician decided to monitor the patient at this time.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements greater than 125 ohms. The daily measurements show a range of values but no steady increase or decrease in the shock impedance measurements. The lower rate limit (lrl) was set to 40 beats per minute (bpm). A technical services (ts) consultant was contacted regarding this issue and suggested programming coil to can and re-measure the shock impedances, which was repeatedly greater than 125 ohms. Ts stated this would indicate the proximal coil is not the source of the high shock impedance measurements. Ts suggested delivering commanded shocks to test the leads integrity. It as noted that during an echocardiogram, the patient's heart rate went to 30 bpm but it was not seen on the histograms. The physician indicated he would surgically abandoned the rv lead and replace it as well as add a right atrial (ra) lead and upgrade to a dual chamber device. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.